Event description:
It was reported that a pt experienced wheezing and a sensation that their throat was closing after use of a denture that was relined with lynal. The symptoms subsided after the denture was removed; the pt did not seek medical treatment.

Manufacturer narrative:
While it is unk if the lynal used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependant upon severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable.